Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed fse could not reproduce the reported issue and no errors were found. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that there was resistance during instruments insertion on all universal surgical manipulators (usm). The ports were placed. The customer decided by themselves to convert the procedure to laparoscopic surgery and called tech support later, after the ending of the procedure to complaint issue. The tse checked system logs; no related errors verified in the logs. The tse asked if drapes, the endoscope, and trocars were available for test. The customer confirmed they were, and that the sterile adapter still was installed on the usm from previous procedure. Tse asked the customer to install the trocar and endoscope on all usms, and to try to manipulate the endoscope from the surgeon side cart (ssc). The customer stated they were able to move all the usms without resistance; issue was not reproduced. Procedure converted to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: targeting couldn¿t be completed. After trying to operate the same by skipping the targeting, it was realized that the instruments didn¿t reproduce the movement accurately of the console masters. No additional port was added. The patient tolerated the change/conversion. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved in the opposite direction to that imposed by the surgeon.